Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was unable to be removed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: during a visual inspection of the pump, no damage to the battery compartment was observed. The returned battery cap was difficult to tighten and remove from a test pump; the cap became stuck. The top slot of battery cap was damaged. The battery cap contact height measurement was out of specification. The battery cap contact width was found to be within specification. Unrelated to the complaint, investigation revealed that the down arrow button was under responsive. The keypad was removed and the down arrow button contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.